Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir had air bubbles. The customer¿s blood glucose level was unknown at the time of the incident. Air bubbles in reservoir or tubing. Size of air bubble: 0,2 - 0,3 cm. Air bubbles occurred after 12 hours. Customer was assisted with troubleshoot. The insulin pump will not be return for analysis.